Manufacturer narrative:
Since the glidescope bflex 5.0 single-use bronchoscope has not yet been analyzed, a root cause has not been determined. The customer also returned their glidescope core 10-inch monitor and their glidescope video baton 2.0 large to verathon for evaluation. Evaluation of the glidescope core 10-inch monitor revealed no issue was found; the fault could not be reproduced. The unit functioned as intended and was returned to the customer. Evaluation of the glidescope video baton 2.0 large revealed poor image quality. The technician attributed the poor image quality to a worn/damaged hdmi connector. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the image on the glidescope core 10 inch monitor screen was intermittently freezing. Another glidescope core 10 and glidescope bflex 5.0 single-use bronchoscope was brought from the other ICU and the intermittent freezing issue recurred. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.